Event description:
It was reported that during implant attempt, the lead impedance was low and there were sensing difficulties. After connecting the lead to the device, there were low sensing values. When repositioning of the lead was attempted, blood was observed inside the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and all insulators were breached cut. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed) and the lead appeared damaged at implant.